Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the spouse found the patient unresponsive. He tested the patient's bg and it was 30 mg/dl while the egv was around 300 mg/dl. The spouse called 911 right away. Ems gave her IV fluid and fast - acting sugar gel. It did not take long for the patient to regain consciousness and ems left. According to the patient, she knew that ems took her bg when they came, but she didn't know the data. When she regained consciousness, no bg was taken and she wasn't aware of the egv. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.